Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the catheter migrated and had come out of the spinal canal. The patient experienced increased spasticity. The reporter commented that the patient had significant improvement in her spasticity following device implant; however, her spasticity returned to how it was prior to implant. The symptoms were diagnosed via examination and palpation on (B)(6) 2014. Fluoroscopy performed on (B)(6) 2014 resulted in the diagnosis of the catheter migration and also showed that the catheter was coiled in the subcutaneous tissue. The entire catheter was replaced on (B)(6) 2014. Patient outcome was not provided. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient phoned on 2014-(B)(6) to report that their spasticity had greatly improved, some muscle tightness and pain were reportedly still present. It was noted that the pump was reprogrammed with an increase. The event was reportedly ongoing with no further action needed.

Manufacturer narrative:
(B)(4)